Manufacturer narrative:
(B)(4) = bleeding from aorto-mitral curtain. Through follow-up, the surgeon indicated that this was an "uneventful aortic valve replacement and mitral valve annuloplasty, bleeding from the aorto-mitral curtain after chest closure needing explant of 27 mm valve, repair of lvot with pericardial patch, and implant of 25 mm valve." He also disassociated the device from the event. The patient was also reported to have made a steady progress at home and looked well. The surgeon was confident that the patient had made good progress and should continue to improve.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for sterilized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, the valve was explanted after an implant duration of one day (0.03 months) due to unknown reasons. No further details were provided.

Manufacturer narrative:
Device not returned. Additional manufacturer narrative: despite our attempts to receive further information regarding the device and event, no response or sample for evaluation was received from the health-care provider. The DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance.